Event description:
It was reported that the pt developed an infection of the pump pocket several months after implant. The entire system was removed. No pt symptoms were reported. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.